Manufacturer narrative:
Investigation summary: one photo of gravity set, model cm42500e-07, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's manifold had disconnected from the female connector. No other defects were observed. The customer's complaint that the IV tubing set came apart was verified. A device history record review for model cm42500e-07 lot number 21079195 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The assembly process was inspected and according to retention test records, there were no issues documented with the joint p/n 630-01363 ¿ p/n 620-00065. The probable root cause is the operator did not perform the assembly correctly, and verification does not exist for joint manifold ¿ female ll 630-01363. A quality alert will be generated to ensure correct operator assembly and prevent failures of this type. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gra 15dp 3pssmnfld 3ss cv dehp free IV tubing separated due to one end not being threaded or tightened. This occurred with 2 sets during use, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "dr. Xxxx was able to show me another IV tubing set that came apart. Looks like the one end of tubing is not threaded and if not tightened, the tubing would easily come apart... On the left side, both ends of the connection are threaded."